Event description:
It was reported to a physio-control service representative that the customer's device showed a service indicator in the readiness display. The device had an event code logged in the memory indicating that the high voltage capacitor would not hold charge which caused that the device could not deliver defibrillation therapy when required. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported event was due to the main energy capacitor having a broken internal strap to one terminal, which caused the device not to transfer energy. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4) - physio-control evaluated the device and verified the reported failure. It was observed that the device had logged an event code in the device's memory indicating that the high voltage capacitor would not hold charge and therefore the device would not be able to deliver defibrillation therapy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.